Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2003. After 9 minutes of ablation there was a 44cc per minute fluid loss alarm, and the procedure was aborted. There had been a 2 cc alarm and a 6 cc alarm earlier in the ablation. After the cavity was cooled the procedure sheath was removed. Two weeks later a second degree vaginal/perineal burn about three inches in length was reported. The pt healed well.